Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited intermittent high out-of-range shock impedance measurements greater than 200 ohms. It was reported that daily measurements showed spikes in the past. Upon review, boston scientific technical services (ts) noted some out-of-range shock impedance measurement several months back. Ts suspected an electromagnetic interference (emi) or a possible intermittent connection issue and suggested checking the device in different configurations. The health care professional (hcp) also mentioned that the patient did work with cars occasionally. The plan is to continue patient monitoring. Additional information indicated that the cause of the observation was unknown. The system remains in service. No adverse patient effects were reported.